Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 6.3 mmol/l. The insulin pump displayed a low battery alert and prior put a new one and it says failed batter. The troubleshooting was performed for the failed battery and blank display and the display was not returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to battery tube connector not plugged in properly to electrical board. The battery tube connector plugged back into the electrical board, monitored and no blank display noted. Device received with normal operating currents. No unexpected battery failed alarm or low battery alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).